Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) occurrence with no specific bg value reported. The customer stated the pump was not delivering the bolus as requested. During a follow up call with tandem technical support, the customer declined further troubleshooting and stated that their issue was resolved.